Event description:
It was reported that an interlink buretrol set had air in the line during infusion. Reportedly, the sets were being used in conjunction with an infusion pump to deliver an unknown chemotherapy drug. The chemotherapy drug was being infused at a flow rate greater than 600 ml/hr. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.